Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: there is a clear visible charring at the left side of the upper jaw. A visible inspection of the jaw was performed. Except for the blood soiling and the charring no other abnormities were found. The mechanical functions was checked. The clamping and the cutting function worked well. The manufacturing documents have been checked and found to be according to specifications, which was valid during the time of production. One probable root cause in cases like this is a proper cleaning was not performed during surgery, so the carbonized residues of blood or tissue initiated an arc. Further possible root cause is a damaged insulation tongue (dissection clip). This damage created by wrong handling during cleaning the electrodes. A CAPA is necessary.

Event description:
Country of complaint: netherlands. Towards the end of the surgery, the doctor noticed that something was glowing on the hinge of the jaw (like a tiny piece of coal). This was during the sealing process. The surgeon decided to pull out the instrument to further inspect it. He pushed the sealing button outside the patient (to start the sealing process), then a flame of 1-2 cms shot up at this time the patient was not injured due to this incident. All med watch submissions related to this report are: 9610612-2017-00289.